Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that the screw plunged through the plate and did not achieve desired fixation. Surgeon attempted to remove the screw but was unable to as this caused the plate to bow. Surgeon decided to leave the implant as is since removing would cause lose to reduction. Patient is doing well but will have to have revision to remove all of the hardware due to the lack of fixation.